Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient reported loss of therapeutic benefit. The patient mentioned that they turned off the therapy before their gallbladder surgery they had on tuesday then turned it back on afterwards. The patient mentioned they hadn't spoken with their healthcare provider (hcp) since then. The patient stated they wet their pants for several times now. The patient stated the therapy was not working as it was working as before. The agent walked the patient through adjusting stimulation. The patient was able to increase stimulation. The patient confirmed they felt the stimulation and it was comfortable. The patient will maintain stimulation level and will continue to track symptoms. The agent redirect the patient to their hcp if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had not yet contacted their healthcare provider regarding the issue yet. When asked about the cause they stated it was unknown but that it was most likely that it needed to be upped. When asked about steps taken to resolve the issue they stated "n/a" and that it was working ok now. The issue was resolved.